Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h11: additional narrative. Zimvie received one (1) ilrght, (certain titanium large hexed screw) for evaluation. Visual evaluation was performed, slight wear however no fracture/malfunction identified. DHR review was completed for the subject lot number 1285962. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1285962 for similar events and 1 other relevant complaint(s) was identified. Review completed utilizing keywords: dental: functional: fracture: screw. A definitive root cause could not be determined since the device malfunction did not occur, and the reported event has been unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, a device malfunction did not occur. No fracture/malfunction identified. The reported event is unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. B3: date of event: unknown / not provided. D10. Concomitant medical products: ilrght, certain® titanium large hexed screw lot 1281721. E1: reporter name: unknown / not provided. G4: premarket identification: k072642.

Event description:
The doctor reported that the 2 screws fractured by the body. Procedure completed.